Manufacturer narrative:
It was reported by the facility that a fire took place in the resident's long term care room which resulted in a fatality. According to the report, a bed by this manufacturer was in the room at the time of the incident. No additional details are available at this time.

Event description:
It was reported by the facility that a fire took place in the resident's long term care room which resulted in a fatality.